Event description:
A report was received that the patient was experiencing pocket pain. The patient underwent a pocket revision procedure, where the physician relocated the pocket. The patient is reportedly doing well.